Event description:
It was reported that patient was hospitalized due to worsening heart failure. Loss of capture was observed. Egms showed suspected ventricular oversensing. Externalized conductors were observed via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.